Event description:
A report was received that a health care worker (hcw) accidently spilled cidex opa on her shoes and the solution soaked through her shoes. Both feet became stained. A customer care center (ccc) associate reviewed first aid portion of msds with the caller as well as emailed a customer letter regarding staining issue with the product and the msds to caller. A subsequent telephone f/u revealed that the caller is a physician. The physician had called about a pt who came in for an eval. The pt works in a radiology clinic and had inadvertently spilled cidex opa on her shoes. The solution soaked through and stained both her feet. She washed off her feet. The physician called poison control and the cidex opa MFR. No treatment was given since pt had already washed her feet. No further info has been received from the pt.

Manufacturer narrative:
(B)(4) - no code available: solution spill.